Event description:
It was reported that the atrial lead exhibited high impedance for one measurement. Normal impedance was noted after, so the physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.